Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 30 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿report stated "upon my visit for in-service education for aged care facility (acf) nurses for a new patient with duodopa treatment who was discharged from the hospital on (B)(6). Upon arrival, patient was being transfer back to (B)(6) hospital for complication of heavy green exudate with faeces and worsening lacerated peristomal skin. Acf staff reported patient's exudate remained heavy and oversaturated the abdominal binder supplied by the hospital. Additionally, acf nurse reported patient was increasingly agitated overnight after being discharge from the hospital. Patient had initial laparoscopic insertion of jejunostomy tube performed on (B)(6) 2025 and during titration period, patient pulled out the jejunostomy due to delirium/hallucination. A reinsertion and replacement of jejunostomy tube was performed on (B)(6) 2025. I have attached photo of the stoma before and after 24 hours (the photo contains the ruler). I have also provided the discharge summary of the event. No further information provided. Update: psp responded on (B)(6) 2025 "patient had avanos 15 fr peg/j tube inserted and reinsertion. Patient was hospitalised and currently temporarily stop on duodopa on (B)(6) until stoma site heals as per treating specialist's guidance. Patient was discharged from hospital on wed (B)(6). This information was provided by clinical nurse manger from aged care facility."